Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 416 mg/dl and 129 mg/dl. Customer's wife also reports back to back comparison to a professional meter with results of 360 mg/dl on the customer's meter and 129 mg/dl on the professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.